Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited a battery failure. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips sales representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the battery is faulty. There was reportedly no patient involvement. It was determined that this was a malfunction of the battery which the customer will purchase on their own. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty battery. The reported problem was confirmed. The root cause of the component failure could not be determined. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer is going to purchase a replacement battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.